Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer was able to remove the air bubble. Customer also stated that the big bubble and assisted with purging the air bubble from the reservoir. The reservoir will not be returned for analysis.